Event description:
In a study reported in (B)(4) medical journal 2009; 122(15) :1755-1758, 82 pts underwent 87 intra-peritoneal bar anastomoses using the valtrac device. One (1) pt developed an enterocutaneous fistulae at postoperative day 14; the leakage was partial and resolved without operative intervention. Two (2) pts with enterocolic bar anastomosis developed partial bowel obstruction about 2 weeks postoperatively. Both pts were cured with conservative methods.

Manufacturer narrative:
(B)(4).